Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Contact requested confirmation from tandem technical support that boluses were entirely delivered, as customer's blood glucose level would elevate several hours later. During troubleshooting, tandem technical support confirmed from the pump history that the bolus was entirely delivered.